Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 75 mcg for a total dose of 16.99951 mcg/day, bupivacaine 30 mg for a total dose of 6.7998 mg/day, clonidine 300 mcg for a total dose of 67.99803 mcg/day, and compounded baclofen 300 mcg for a total dose of 67.99803 mcg/day via an implantable pump. It was reported during a pump refill on (B)(6) 2020, a pump reservoir volume discrepancy was noted where the interrogated reservoir volume (irv) was 13.4ml and the actual residual volume (arv) was 24ml. There were no associated signs and symptoms. A catheter access port (cap) dye study was performed revealing a normal, intact catheter. No action was taken. The outcome of the event was unresolved with no further action planned. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2020. No further complications were reported.